Event description:
It was reported that the patient presented for routine ICD change-out for eri. High impedance was noted when the lead was connected to the new device. Lead fracture was suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.